Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, it was reported that the pump had a blank display with continual beeps. There was no indication that this issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2017; device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: the black box history showed several unexplained power on reset events. The battery compartment was cracked below the grip pad; the returned battery cap was undamaged and was able to fit to the battery compartment. Evidence of moisture corrosion was observed in the battery compartment. The leak test failed due the battery compartment leak. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. The ¿ez-prime¿ steps were performed correctly. All currents readings were within specifications. The pump¿s cover was removed and no further moisture or any intermittent condition was found to the power printed circuit board. Investigators were unable to duplicate ¿power issue¿ complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.